Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt)tachycardia ablation and the patient experienced heart block that required bi-ventricular pacemaker. It was reported that during an idvt case, heart block was noticed in the patient. After mapping with the octaray catheter, it was noticed that the patient went into heart block on the left ventricular septum, which was discovered via the electrocardiogram (ECG) signals on the recording system. They pulled the octaray catheter back from the previous position; however, the heart block persisted in the patient. They had placed a non-bwi catheter into the right ventricle to start pacing. They came on and off pacing with the rv catheter several times, and they were able to capture the ventricle; however, the patient was still showing heart block in the av node. The medical intervention provided to the patient was implanting a "bi-v pacemaker" or biventricular pacemaker. The patient was last known to be in stable condition. The physician believed that the octaray catheter could have caused the issue.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt)tachycardia ablation and the patient experienced heart block that required bi-ventricular pacemaker. It was reported that during an idvt case, heart block was noticed in the patient. After mapping with the octaray catheter, it was noticed that the patient went into heart block on the left ventricular septum, which was discovered via the electrocardiogram (ECG) signals on the recording system. They pulled the octaray catheter back from the previous position; however, the heart block persisted in the patient. They had placed a non-bwi catheter into the right ventricle to start pacing. They came on and off pacing with the rv catheter several times, and they were able to capture the ventricle; however, the patient was still showing heart block in the av node. The medical intervention provided to the patient was implanting a "bi-v pacemaker" or biventricular pacemaker. The patient was last known to be in stable condition. The physician believed that the octaray catheter could have caused the issue. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31380858l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warnings and precautions: careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. Exercise caution when maneuvering the catheter near the valvular apparatus to avoid entanglement or entrapment which may result in the need for surgical intervention. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).